Event description:
It was reported that during a cholecystectomy procedure, the clips were not formed properly. Some clips fell out. In addition, the same event also occurred with the second device. Another device was used complete the case. There were no adverse consequences to pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.